Manufacturer narrative:
H10: the device was received for evaluation. During functional testing, the device displayed a blank screen on power up. The reported condition was verified. The cause of the condition was determined to be a failing processor printed circuit board (pcb). The processor pcb requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information h6 and h10: a service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a blank screen. The event occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.